Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetic educator reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (b(6) was treated with intravenous drip, fluids and lancet injection. Customer experienced tingling and numbness in hands along with fruity alcoholic taste on breathe. Customer received insulin flow blocked alarm and insulin exited after performing troubleshoot for insulin flow blocked. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.